Event description:
An ocd laboratory specialist obtained negatively biased vitros tsh calibrator results during troubleshooting on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer did not process pt samples during the investigation. There were no allegations of harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected calibrator values were recovered while troubleshooting vitros tsh reagent lot 2490 on a vitros eci system. Further troubleshooting was not possible as the customer no longer had tsh reagent lot 2940 or the calibrators that were in use at the time of the event. The customer has observed acceptable performance since implementing an alternate tsh reagent lot. The root cause is unk.